Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of wanting to troubleshoot a bent cannula and also mentioned that he had high blood glucose of 568 mg/dl. The customer treated with an injection. Customer declined to troubleshoot for the high blood glucose. No further details given.